Manufacturer narrative:
Zoll medical corporation evaluated the electrodes and the customer's report was not replicated or confirmed. The electrodes were put through extensive testing without duplicating the report. The returned pads were scrapped after testing and a replacement was provided to the customer facility. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.